Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his son's insulin pump alarmed with a failed self test. The patient's blood glucose at the time of incident was 282 mg/dl. The father confirmed that the failed self test alarm occurred this morning, and after clearing the alarm it recurred 2-3 hours later. Troubleshooting was initiated and the alarm was cleared and the device was rewound. A normal bolus was programmed into the air and the bolus amount was recorded in the bolus history. A temp basal was not programmed before the alarm occurred. However, the insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a constant a64 alarm due to a faulty electrical component on the radio frequency board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate with glucose meter, low battery or low reservoir alarm due to a64 alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.